Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The manufacturer¿s international service technician confirmed the reported alarm issue. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported finding error code 1104 (backup alarm failed) in the event log. There was no patient involvement.